Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a 75% stenosed, mildly tortuous, and mildly calcified de novo lesion in the right coronary artery. A 3.5x15 mm traveler rx balloon dilatation catheter (bdc) was advanced without resistance; however, the balloon ruptured at nominal pressure during the first inflation. The procedure was successfully completed with a non-abbott balloon catheter and the deployment of a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.